Event description:
It was reported that the device went to elective replacement indicator (eri) and early battery depletion is suspected. The device was explanted and replaced. It was also reported that during the replacement procedure and defibrillation threshold (dft) testing, the newly implanted right ventricular (rv) lead showed intermittent oversensing and lead on lead contact was suspected with the capped chronic rv lead. The new rv lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.